Event description:
The shaft bent and broke as the physician was trying to advance the device down the artery across the lesion. This paitne presented to cath for pci of an 80% restenotic lesion in the right coronary artery (native vessel) of 34mm in length and a 3.0mm diameter vessel. The cyphe stent appeared to be normal prior to the procedue and prepped normally. During advancement of the product, the shaft broke. The product wa removed.

Manufacturer narrative:
This product is available for testing and evaluation, but the engineering report has not been completed.